Event description:
Manufacturer received a report from a dealer that the caretaker was transferring the user from the wheelchair to the bed when in the middle of the transfer, the padded swivel bar allegedly broke while the user was in the air. The user allegedly was dropped onto the side of the user's wheelchair and the bar allegedly hit the caregiver. As a result of the incident the user and caregiver sustained bruises.